Manufacturer narrative:
Coaguchek xs serial number is unknown. The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number unknown the meter result was 1.3 inr. The result from a health care professional's coaguchek xs meter with unknown serial number was 3.0 inr. The customer's therapeutic range is 1.5-2.0 inr.